Event description:
A report was received regarding a heartstring proximal anastomosis case. The surgeon commented that the available vein was a "small" one, less than 4 mm diameter, and the aortic wall of the "old" patient was rather thick. The result was a flattened anastomosis, which seemed to be working fine at time. The surgeon had measured the graft flows routinely by means of transit time flow measurements. The flow measurements for the graft were very good, so it was believed that the initial graft function was good. The case was completed without any other issues. The patient returend 4 days later. The electrocardiagram showed an elongation of the s-t waves. After performing an angiogram, closure was found at the anastomosic site. The surgeon commented that the early occlusion may have been related to the aortic punch. The aortotomy created by the 4.5mm aortic punch was described as being too big for the vein. Second, the configuration of the hole wasn't a cylindrical one, but rather a crater-shape.